Manufacturer narrative:
Nidek inc is unable to identify the device information based on the voluntary event report #mw5096471, therefore; investigation cannot be performed.

Event description:
The patient voluntarily submitted report mw5096471 through the medwatch program to the FDA on september 8, 2020. FDA forwarded the information to nidek inc on september 22, 2020 through mail. Nidek inc became aware of this event on september 28, 2020. The patient reported following to FDA: following a lasik procedure with the zeiss visumax femtosecond and nidek ec-5000 excimer lasers, I developed persistent and chronic dry eye, floaters, halos, starburst, glare, and poor night vision in both eyes. I did not previously experience any of these issues prior to surgery. My surgeon claims these side effects are extremely rare and/or unrelated to my surgery, claims that other ophthalmologists have confirmed are untrue. Currently at about 3.5 years after surgery, these symptoms have only become worse with time. These symptoms have caused persistent anxiety, pain, and discomfort, adversely affecting my everyday function, ability to work, quality of life, mental health, and general well-being. Aside receiving medical treatment for these symptoms which are chronic and incurable, I also require behavioral therapy to maintain my well-being. Floaters in both eyes noted by several ophthalmologists, from 2018-2019. FDA safety report ID# (B)(4).